Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an under infusion issue during therapy. It was stated that, "a remaining volume stays in the bag (primary and secondary) when the preprogramed volume reaches zero. Note that the 24-inch distance recommended between the middle of the pump and the top of the container was respected for an accurate rate. No fluids were pulled from the primary bag when a secondary was administered. The tubing code used for infusion is 2h8519. Here are few examples of medication with remaining volume in bag: bevacizumab (set as secondary) 30 ml, carboplatine (set as primary) 35 ml to 100 ml, cisplatine (set as primary) 30 ml, cyclophosphamide (set as secondary) 50 ml, etoposide (set as secondary) 48ml, normal saline 1l (set as primary) 85 ml, paclitaxel (set as primary) 45 ml, premetrexed (set as secondary) 45 ml. The customer also stated that they also had some issue regarding increase in the duration of drug administration due to programming the remaining volume more than once for the same medication bag. Eg: the remaining volume of premetrexed is 45 ml. The nurse underestimated that volume and programed a value of 25ml the first time then 10 ml the second time then 10 ml the third time. Thus, the total volume of the drug was administered over 16-18 min instead of 10 min." No additional information is available.